Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to customer's blood glucose level. Caller was assisted by technical support in reloading the cartridge, and they decided to monitor the situation and follow up if necessary.